Manufacturer narrative:
(B)(4). Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well post-operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg stopped working. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg stopped working. The patient will undergo an ipg replacement procedure.